Event description:
After an implantation period of approx. 25 months, ventricular oversensing was reported. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 41 cm proximal to the lead tip. Only the distal lead fragment was returned and subjected to an extensive analysis. The analysis revealed a rubbed through insulation in the distal area of the lead fragment, near the rv shock coil. This damage can be considered to be the root cause of the clinical observation. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Furthermore the shock coil was found deformed which most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.